Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2014, the pt was implanted with a bard/davol flat mesh and a non bard/davol tvt device during an abdominal sacrocolpopexy and cystocele repair procedure, for the treatment of vaginal vault prolapse, anterior vaginal and bladder prolapse and stress urinary incontinence. Operative dictation indicates the flat mesh was placed in two sections with a piece placed posteriorly, sutured with 5 ethibond sutures and a smaller piece placed anteriorly, sutured with two pairs of ethibond sutures. These two pieces were then fixated together with an ethibond suture.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's implant operative report and peri operative implant records. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.